Event description:
It was reported that the patient has effective therapy.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-08921, 1627487-2019-08922. It was reported that the patient experienced lead migration. The implanted leads were out of the epidural space and had wrapped around the ipg in the pocket. Due to this issue the patient had surgical intervention in which the entire system was explanted and replaced.